Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported an issue that occurred during a cataract surgery involving intraocular lens (iol) implantation. One of the two haptics broke inside the injector, even though no handling error were observed during implant preparation. Since the surgeon was left with an implant with only one of the two haptics in place, they decided to remove the lens in an initial procedure. Additional information has been requested but is not available at the time of this report.